Event description:
It was reported that(2) devices were used during a nephrectomy. It was reported by the affiliate that the mcl20 instrument fired the clips open and they fell into the pt. The clips were retrieved. Then the clip appliers jammed. The surgeon had to hand suture to complete the case. The devices will not be returned.